Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that the product was leaking at the bottom of the drip chamber. It started leaking as soon as the transfusion was started. The nurse disconnected it from the patient immediately. No intervention required. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) sets with packaging were returned in connection with this complaint. One (1) of those sets came back used and contaminated with blood. The other one (1) came back unopened. Visual examination of the returned sets noted no defects. The sets were then pressure tested and passed. No defects were confirmed. The reported defect of set leakage has not been confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.